Manufacturer narrative:
(B)(4). D10-medical product: psn asf ps 16mm ply r 10-11 ef, item# 42521400816, lot# 61983350. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
It was reported in a clinical study that a patient had a bilateral total knee arthroplasty and subsequently, at the three month follow up, the patient reported severe patellar pain which decreased over time. At the two-year follow up, the patient reported bilateral knee instability. The patient was referred to physical therapy for quad strengthening exercises. Pain and instability continued throughout the remainder of the study. The patient completed the study with no further treatment or interventions and remained satisfied. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient consistently reported ongoing pain and functional limitations following surgery, with early follow-ups (2015¿2016) noting moderate to severe pain (4¿6/10), difficulty walking, reliance on assistive devices, and persistent patellar pain despite good alignment and strength. By 3 months postop, moderate anterior-posterior (a/p) instability was documented, and this finding persisted at subsequent visits (2016¿2025), with repeated notations of moderate to severe a/p instability despite neutral alignment and minimal medial-lateral (m/l) instability. Pain fluctuated over time, ranging from mild (0¿3/10) with periods of improved function to moderate (up to 6/10) with recurrent patellar and anterior knee pain, particularly with ambulation and activities. By the 10-year follow-up in 2025, the patient continued to experience moderate pain, difficulty ambulating, patellofemoral crepitus, and increased sagittal plane translation consistent with instability, although no significant radiographic findings were noted throughout the course. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed based on the medical records provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.